Event description:
A malfunction was reported with the pump, occurring during a reset due to a previous case issue. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, who arranged for the pump to be replaced.